Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation was unable to determine the cause of the reported issue. It is possible that the sheath bond was damaged or the 0¿ring was snagged; however, these cannot be confirmed as the device was not returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an atrial fibrillation ablation procedure using a 7f sheath. Reportedly, the o-ring came out of the device as the prostyle device was being removed from the patient anatomy after successful deployment. The o-ring landed outside the patient anatomy and was discarded. The suture of the same prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.